Event description:
The rptr did back to back blood glucose tests 1 - 3 mins apart, using different fingersticks, and got results of 81 and 225 mg/dl. She did not have any symptoms. As reported during troubleshooting, she was not cleaning her test strip holder properly. No control solution testing was done due to unavailability of supplies. Rptr stated that she had recently dropped her meter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8